Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed meningitis one month post implantation (specific date not reported). Revision surgery was performed on (B)(6) 2015, to explore the implant site for infection. The following additional information was received regarding the episode of meningitis: * etiology of deafness - congenital. Mondini malformation; incomplete partition type I * patient received pre-implantation immunizations, of pneumococcal van conjugate and meningococcal vac. (Date not reported). * there was a previous history of meningitis, multiple episodes 4 years prior to implantation. * prior to meningitis, tenderness was noted over the mastoid tip. * the patient reportedly had an upper repertory track infection prior to the meningitis episode. * a csf leak occurred intraoperatively, managed with temporalis fascia tissue packing . * no organism was cultured * the patient was successfully treated with 'IV' vancomycin and meropenem. The implanted device remains.